Event description:
The patient was admitted emergently with an acute mi and unstable angina. They had a 2.5x18mm cypher stent implanted in the proximal lad. Two months later, restenosis was observed by angiography, and a 2.5x23mm cypher stent was implanted to overlap the previously implanted cypher. Shortly after implant, thrombus was confirmed in the second cypher. It was treated with poba and aspiration. The target lesion was a 15mm, type b2, de novo with moderated calcification and preexisting thrombus. The thrombus was aspirated. The site was not predilated. The 2.5x18mm cypher stent was deployed at 16atm for 60 seconds. Post dilation was not done. Timi flow was 1 pre and 3 post procedure; stenosis was 25% post procedure. Ivus was not conducted. Per physician, the distal portion of the stent was a "little under-dilated.